Event description:
The patient sought medical attention at urgent care for a pod site infection after wearing the pod for 3 days. She reported redness and a "big hump" at the site. Medical attention was sought on march 28, 2025, and the visit lasted about an hour. She was diagnosed with a site infection and treated with doxycycline 100 mg, taken twice daily for 10 days, and received an intravenous (IV) antibiotic during the visit. The patient mentioned she started experiencing pain after wearing the pod for 3 days, leading to the infection. She cleans the skin with an alcohol wipe to prep and remove the pod and rotates her pod sites.

Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.